Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This pacemaker is scheduled for replacement. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This pacemaker is scheduled for replacement in one month. No adverse patient effects were reported. The local area sales representative was contacted for additional information regarding device explant. At this time, no further information is available. Should additional information become available this report will be updated.